Manufacturer narrative:
B.5. Updated. H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2021 a patient underwent stage 1 treatment for an abdominal aortic aneurysm in the (B)(6) clinical trial. A conformable gore® tag® thoracic endoprosthesis (ctag) was implanted. On (B)(6) 2021 a type b aortic dissection was observed. On (B)(6) 2021 the dissection was treated by means of a left carotid subclavian bypass and implantation of a conformable gore® tag® thoracic endoprosthesis proximal to the originally placed ctag. Dissection captured in case (B)(4). On (B)(6) 2021 x-ray examination revealed a wire fracture at the proximal end of the device.

Manufacturer narrative:
H.6. Results code 2: 3252: imaging evaluation summary: there appears to be a wire fracture present.

Event description:
On (B)(6) 2021 a thoracic dissection was treated by means of a left carotid subclavian bypass and implantation of a conformable gore® tag® thoracic endoprosthesis proximal to a previously placed ctag. On (B)(6) 2021 x-ray examination revealed a wire fracture at the proximal end of the device.